Event description:
It was reported that pump declared alarm 30 during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Although the caller attempted to load a new cartridge with assistance, the alarm recurred, preventing the resumption of insulin therapy. Customer reverted to using multiple daily injections as backup therapy.